Manufacturer narrative:
Most recently, this ICD has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Upon analysis at boston scientific, shock lead impedance was tested and all measurements were determined to be within normal limits in all configurations. The device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous defibrillation lead did exhibit out-of-range shock impedance measurements during implant testing. Even when all emi producing sources, including the electrocautery and automatic external defibrillator (AED) machines were turned off, there were still occasional greater than 125 ohms readings. As part of troubleshooting, the defibrillation lead was re-connected to the chronic device at which time all impedances were within normal limits. Once re-connected to this ICD, there was intermittent greater than 125 ohms impedances, and noise. An acute ICD of the same model was subsequently attempted during which there was still greater than 125 ohms shock impedance intermittently and noise. The chronic device was re-connected then--which again demonstrated impedances within normal limits once again. The acute ICD of the same model as the initially attempted acute device was then re-connected and again there was the intermittent out-of-range shock impedance and noise intermittently. A commanded shock was done then, and resulted in 80 ohms shock impedance. Induction was done which converted cleanly with 84 ohms shock impedance. After this troubleshooting, it appeared that noise was the issue, but the source of noise still could not be located. The physician elected to keep the secondary acute device in service and closed the pocket. The chronic device (for which there was no allegation) was to be returned along with this acute initially attempted ICD. The physician did not request analysis, despite these clinical observations. There were no reported adverse patient effects. There was no allegation against the associated defibrillation lead.